Event description:
It was reported the patient experiences uncomfortably strong stimulation on the right side. A sjm rep has reprogrammed but the coverage has deteriorated over time. The patient was referred to physician to discuss her options. Note the patient has two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.